Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00993 and 2134265-2018-01006. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the ilab ultrasound imaging system was unable to perform automatic pullback. Moreover, ultrasound imaging system was able to operate using the motor drive 5 plus but unable to operate using the touch screen control panel. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed that the control panel passed or meet specifications of the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00993 and 2134265-2018-01006. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the ilab ultrasound imaging system was unable to perform automatic pullback. Moreover, ultrasound imaging system was able to operate using the motor drive 5 plus but unable to operate using the touch screen control panel. No patient complications were reported.